Manufacturer narrative:
Patient weight not available for reporting. Date the device became dull is not known. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) separate 2.0 mm drill bits seemed dull during an open reduction internal fixation (orif) of distal humerus performed on (B)(6) 2018. There was no reported surgical delay. The final construct was a plate and screws. The bits were used and the procedure was completed successfully with the patient in stable condition. Concomitant devices reported: competitor¿s power drill (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.0mm drill bit. This is report 2 of 2 for (B)(4).